Event description:
Reportedly the valve was explanted after 2 years due to mi ii-iii. Pictures of valve taken at explant also show pannus overgrowth. The surgeon replaced with another valve without issue.